Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The insulin pump was tested with a good battery cap. The device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. No blank display was noted during testing. There was no damage found on the isolation tape. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer woke up with a blank display on her insulin pump and a blood glucose of 494 mg/dl. The patient treated via lantus injection. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.